Event description:
It was reported that a patient, (B)(6) female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. During the mapping phase of the procedure, the patient developed a pericardial effusion which required a pericardiocentesis. They removed 100 cc's from the pericardial space. The patient was stabilized and transferred to the ccu for observation. There was no transseptal puncture. There are no other factors that might have contributed to the event. There were no error messages observed on the biosense webster equipment during the procedure. The patient received heparin. The act was maintained between 300-400 during the procedure. Settings during the event include: agilis 8.5 small curl sheath; flow settings 2ml/min mapping, 17 ml/min under 30 w, 30 ml/min above 30w. The patient required extended hospitalization. She stayed overnight for observation. The physician¿s opinion on the cause of the adverse event was device related (smart touch bidirectional catheter). The patient¿s diagnosis was the increased heart rate and pressure drop until stabilization from the pericardiocentesis.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system model #: m-4800-01 serial #: (B)(4). Smart ablate generator model #: m-4900-07 serial #: (B)(4). Smart ablate pump model #: m-4900-08 serial #: (B)(4). Soundstar catheter model #:m-5723-15 lot #: unknown (B)(6). (B)(4).